Manufacturer narrative:
(B)(4). Concomitant product: 4592-45 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the patient's device system was explanted due to an infection. A temporary lead was placed until a new system was implanted at a later date. No further patient complications have been reported as a result of this event. On (B)(6) 2016: it was further reported that the patient is deceased and died approximately one month post replacement. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was on hospice for chronic myelogenous leukemia prior to passing away. It was also reported that blood and wound cultures taken approximately one month prior to the patient's death were negative.